Event description:
It was reported that the programmer did not boot up completely, that it stalled at the "please wait" screen. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer did not boot up completely, it stalled at the "please wait" screen then had a system error. Hard drive found out of electrical specification.